Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported mobile system blood glucose results of 17.3 mmol/l and 7.1 mmol/l within 10 minutes. No adverse event was reported. Strips are not available for return.